Event description:
It was reported that stent thrombosis occurred, and the patient died. The target lesion was located in the mildly tortuous left anterior descending artery to left main. A 2.5 x 32mm, 2.5 x 38mm, 3.5 x 28mm, 3.0 x 12mm synergy xd drug eluting stents and a 4.0 x 28mm synergy megatron stent were implanted. The patient was having symptoms during the whole procedure, and they got even worse after the case. It was noted that the activated clotting time (act) numbers were fine during the procedure. However, the assumption by the physician was that one or more of the stents thrombosed. Angiography was performed and acute thrombosis was noted. Antiplatelet was given before and during the initial procedure and, also, during rescue. Subsequently, the patient died on the same day and there was no autopsy performed.